Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to moisture damage on keypad trace. No moisture damage on electronics noted. Battery out limit alarm was not verified due to unresponsive button. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they went out in the rain and the insulin pump is now alarming button error. Customer also mentioned a battery out limit and stated that batteries were out of the insulin pump greater than the duration allowed. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.